Event description:
A customer reported experiencing multiple tandem mobi cartridge alarms, specifically alarm 34, on three occasions. The customer¿s blood glucose level did not exceed 500 mg/dl, and thus, there was no adverse impact on the customer¿s blood glucose level. Tandem technical support confirmed the alarm occurrence and arranged for a replacement pump to be sent to the customer. The customer was instructed to put the current pump into storage mode and return it using a pre-paid label.